Event description:
The manufacturer's field service engineer reported while servicing the ventilator, review of the device diagnostic log indicated a vent inop condition due to power supply failure (7016). The manufacturer's field service engineer reported it is unknown if there was patient involvement or harm.